Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One used syringe infusion pump was received for device evaluation. Visual inspection found the device to be in poor physical condition, with chipping and cracking at the top case and damage at the bottom case. A review of the pump event history log was performed and found a motor rate error had been logged. Functional testing was performed, including multiple flow and occlusion tests; however, the reported issue could not be replicated. The complaint was not confirmed. The root cause to the reported issue has been attributed to the user interfacing with the product in a manner inconsistent with the instructions for use. This issue has is a result of the physical damage to the device, caused by the user facility. Reference the following warning statement in the "important safety information" section of the medfusion operator's manual under the heading of "warnings": "never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it." Also, reference the following warning statement contained in the "safety features" section of the medfusion operator's manual under the heading "maintenance & service" and "periodic maintenance": "dropped or damaged pumps: never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it."